Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead in the kit was bent from the beginning. Because it was immediately after opening the product, the possibility of initial failure was considered. The lead was replaced and the issue was considered resolved.